Event description:
It was reported that the patient underwent an initial right ankle arthroplasty and right fibular osteotomy approximately nine (9) years and nine (9) months ago. Subsequently, approximately one (1) year later the patient being experiencing pain, swelling, limited range of motion, and radiographic imaging displayed heterotopic ossification of the anterior joint. Approximately, two (2) years and five (5) months later, the heterotopic ossification was considered resolved and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: a5; b4; b5; b7; d10; g1; g3; g6; h1; h2; h6. The following sections were corrected: a1; b3; d1; d2; g4. D10: medical products: item#: 00450004500, tm ankle tibial base size 5; lot#: 62279058. Item#: 00450005500, prolong tibial insert sz 5 +0; lot#: 62208574. Item#: 00493600703, locking one-third tubular plate 7 holes 94 mm length; lot#: 610632695. Item#: unknown, unknown screw; lot#: unknown . Item#: unknown, unknown screw; lot#: unknown. Item#: unknown, unknown screw; lot#: unknown. Item#: unknown, unknown screw; lot#: unknown. Item#: unknown, unknown screw; lot#: unknown. Item#: unknown, unknown screw; lot#: unknown. Item#: unknown, unknown screw; lot#: unknown. Item#: unknown, unknown osteobond cement; lot#: unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d10; g2; g3; g6; h1; h2. D10: medical products: item#: 00450004500, tm ankle tibial base size 5; lot#: 62279058n. Item#: 00450005500, prolong tibial insert sz 5 +0; lot#: 62208574. Item#: 00493600703, locking one-third tubular plate 7 holes 94 mm length; lot#: 61063269. Item#: unknown, unknown screw; lot#: unknown. Item#: unknown, unknown screw; lot#: unknown. Item#: unknown, unknown screw; lot#: unknown. Item#: unknown, unknown screw; lot#: unknown. Item#: unknown, unknown screw; lot#: unknown. Item#: unknown, unknown screw; lot#: unknown. Item#: unknown, unknown screw; lot#: unknown. H10: 0001822565-2016-03259-2, 0001822565-2024-02992, 0001822565-2024-02993, 0001822565-2024-03002, 0001822565-2024-02995, 0001822565-2024-02994, 0001822565-2024-02996, 0001822565-2024-02998, 0001822565-2024-02999, 0001822565-2024-03001. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. H10: related report numbers: 0001822565-2016-03259-3, 0001822565-2024-02992, 0001822565-2024-02993, 0001822565-2024-03002, 0001822565-2024-02995, 0001822565-2024-02994, 0001822565-2024-02996, 0001822565-2024-02998, 0001822565-2024-02999, 0001822565-2024-03001. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Crf was provided and reviewed by a health care professional. Review of the available records identified the following: (B)(6) 2015- 1 year post operation moderate swelling, mild lateral tenderness, moderate pain. X-rays: ho anterior to the joint, ho posterior ankle limits rom impingement symptoms ; (B)(6) 2017- 2 year follow up- pain reduced to mild; (B)(6) 2018- 3 year post operation ho seems to be resolved, moderate stiffness remains previously provided xrays/medical records were not sent for additional review as crf provided summary of the materials. Heterotopic ossification: the reported event of heterotopic ossification was determined to be unrelated to the reported event. Pain, range of motion, swelling: a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a patient experienced heterotrophic ossification of the anterior ankle; limited range of motion and impingement symptoms.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. No device or photos were received; therefore the condition of the device is unknown. A device history record review identified no deviations or anomalies during the manufacturing process for both tibial base and talar component. This device is used for treatment. Operative notes state that, "varus-valgus stressing as well as range of motion and stability and alignment of the construct was then confirmed under multiplanar image intensification guidance and confirmed to be appropriately positioned." Initial product history search conducted on november 15th 2016 revealed no additional complaints against the related part and lot combination for both tibial base and talar component. A definite root cause cannot be determined with the information provided.